Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): device returned with the stylet still in the lead. No anomalies were found. The investigator was able to remove and insert the stylet into the lead easily.

Event description:
It was reported that during the implant procedure, the physician was not able to remove the stylet from the lead. The lead was not implanted. No patient complications have been reported as a result of this event.